Manufacturer narrative:
Batch review performed on 09 july 2020: lot 189853: (B)(4) items manufactured and released on 11-feb-2019. Expiration date: 2024-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl +8 (k112115) lot. 177710. Batch review performed on 13 july 2020: lot 177710: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: few months after primary cementless tha a revision is required due to subsidence of the femoral stem which caused a calcar fracture. We have only one radiographic projection available that shows a stem possibly undersized (difficult to judge from one projection). The patient seems to have got very small bones yet he is reported to be >(B)(6) kg; this combination is of course detrimental to the chances of stabilization for the cementless stem, as specified in the instructions for use. We could see no indication of a potentially defective device.

Event description:
The patient had a total hip replacement on the (B)(6) 2019. 3 months after primary the patient was operated for calcar fracture and stem subsidende. The surgeon only fixed the fracture with cerclage. 11 months after primary surgery the patient was operated again for pain (the reason of pain is unknown), the surgeon revised successfully the ceramic head and stem.